Event description:
The customer reported that during a laparoscopic cholecystectomy, the tip of the electrode melted. The doctor changed to another device to complete the procedure. No pt injury occurred. Initial eval of the incident device found the insulation was damaged and the device failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.